Manufacturer narrative:
Pt identifier) unknown as not provided. Age at time of event, date of birth) unknown as not provided. Lot # unknown as not provided. Approx. Age of device) unknown as lot # was not provided. (B)(4). Device manufacture date) unknown as lot # was not provided. The event is currently under investigation.

Event description:
Issue with the back flow cannula .the cook access plus luer-lock high-volume infusion introducer set has sheared off at the skin leading to rapid blood loss .patient had to go back to or for cthr intervention. Patient suffered a cardiac arrest on (B)(6) 2016 at the hospital #. Extracorporeal membrane oxygenation (ECMO) was commenced prior to transfer to the ICU of a separate second hospital. On (B)(6) 2016 the backflow cannula and tubing was blocked/clotted, the backflow cannula and tubing was rewired under ultrasound, the infusion introducer was inserted as per protocol. The patient was heparinised with an aptt (activated partial thromboplastin time) 110 seconds. At approximately 2030 hours on (B)(6) 2016 the right groin started to bleed. The ICU nurse was unable to distinguish the source between the va arterial cannula or the backflow cannula. Pressure was applied to the right groin, then there was a loss of 1 litre of blood in approximately 30 seconds when it was noted that the backflow cannula had come apart. The catheter portion of infusion introducer was unable to be retrieved as it was dislodged into the right superficial femoral artery (attached photo in file). The clinicians were able to clamp with artery forceps the proximal end of the catheter. ICU activated their massive transfusion protocol and administered intravenously 2 units rbc (red blood cells), 1 litre albumin, ffp (fresh frozen plasma) and platelets. The patient was transferred to the operating room where the catheter was retrieved. A vascular surgeon performed a surgical exploration of the femoral artery and inserted a new backflow cannula (cook access plus luer-lock high-volume infusion introducer set). Additional information provided 16 may 2016: as of (B)(6) 2016: this patient was decannulated from ECMO but still in a critical condition in ICU.

Manufacturer narrative:
(B)(4). Investigation - evaluation: a review of the complaint history, drawings, dimensional verification, documentation, manufacturing instructions, specifications, quality control and visual inspection of the returned device was conducted during the investigation. One cook access plus luer-lock high-volume infusion introducer set was returned for evaluation. Inspection found that the hub was separated. It was also observed that the flare was distorted and undersized. Hemostat marks were noted 1 cm from the flare. The inner diameter of the connector cap was measured and was within the specified measurement. A document based investigation evaluation was also performed. There is no evidence to suggest the product was not made to specifications. The lot number of the device is not known; accordingly a review of the device history record could not be conducted. Based on the information provided, examination of the returned device and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints.